Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The surgeon stated that the initial lens power selection was not correct. He said that the light treatments were performed with refractions that were not stable due to the patient having a very oblate cornea s/p prk, which is somewhat difficult to refract. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) was explanted and replaced with another lal. The explanted lal (B)(4) was 17.5d. The second lal (B)(4) was 20.5d. Rxsight's first awareness of the event was on (B)(6) 2022.